Event description:
It was reported that during preparation of a 2.25x12 rx trek dilatation catheter, an attempt was made to pull negative and the device would not hold negative pressure. A hole in the balloon was noted. The device was not used and there was no patient involvement. There was no clinically significant delay in the procedure due to the device issue. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported hole was confirmed on the returned device and was likely due to handling during preparation. Based on the visual and functional analysis of the returned device, there is no indication of a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.